Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device alarmed for s233 (over temperature error) malfunction alarm code. During a review of the device history a s233 alarm code was noted. The probable cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. There were no reported adverse events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a s233 malfunction alarm code. No additional information was provided.